Manufacturer narrative:
Integra completed its internal investigation 01/20/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during inspection, the torque screw, 439a1003, did not give the correct force readings. The torque screw¿s readings for 20, 40, 60, and 80 lbs were the following: at 20lbs, the reading was 18.4lbs, at 40lbs, the reading was 36.8lbs, at 60lbs, the reading was 60.6lbs, at 80lbs, the reading was 68.0bs. Device history record reviewed for this lot code 157 manufactured on 07/29/2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s or variances. A two year look back for this reported failure and or related to "pond is not in the tolerance" for this product ID shows that no additional complaints were received. In summary, engineering and quality were able to verify the customer complaint. Upon disassembly of the torque screw, the internal components were measured, particularly the piston (439a1051) and the sleeve (439a1052). The root cause can be attributed to an overlap of tolerances between the old, rev. A, sleeve (439a1052) ranging between .528 - .529¿ and the piston (439a1051) at .5284¿. The operator grinds down the piston¿s circumference with a scotch brite in order to make sure such problem does not occur. New parts to the modified spec, rev b. Were received in september 2015. The work order for these skull clamps was accepted on july 29, 2015. This incident will be monitored for trending.

Event description:
During the test of the device at 80 pounds of pressure, the device had a tolerance value of 88 pounds. Pound tolerance should be 80 +/-4. The issue was found during the inspection for incoming goods by the distributor. There was no patient involvement.